Event description:
Patient reported they were injected with juvéderm® voluma¿ xc, an unspecified juvéderm® without lidocaine, an unspecified juvéderm® with lidocaine, and juvéderm® vollure¿ xc. Patient experienced no immediate adverse events with these injections. Patient was later injected with 1 syringe of juvéderm® vollure¿ xc in the cheeks and 1 syringe of juvéderm® voluma¿ xc into the lips. Patient had mild bruising on an unspecified date following the injections. About a week later, patient had a non-device related covid 19 infection that was mild and reportedly was unsymptomatic after 24 hours. About a month later, patient had a dental cleaning. Patient had a subsequent crown placed a few days later. 2 nodules appeared in the area under the nose two days after the dental cleaning. The next day, patient had a spinal injection of cortisone for neck pain. The (non-device related) neck pain is reportedly due to a congenital defect. 4 days later, patient would fall from a 3 foot retaining wall and hit the left side of their face. 2 days later, patient noted non device related swelling in the facial area, more noticeable on the left side. 2 days later, swelling became much more apparent and more noticeable on the left side, but was also present on the right side with lips swelling on the left side of the face. 2 days later, patient saw a healthcare professional and x-ray was performed. No facial fractures noted and no explanation provided for the swelling. The next day, patient would see their injecting healthcare professional and was prescribed prevacid and ibuprofen. The next day, patient met with their spine practitioner who noted they could not find a correlation between the events and the spinal injection. 4 days later, patient reported swelling subsided and they ceased taking the prevacid and ibuprofen. The swelling would return the next day to both sides of the face. Patient also noted additional nodules, now noted as "granulomas" by the patient in the corner of the mouth and chin. Biopsy was not provided. Patient resumed taking prevacid and ibuprofen for two further weeks as at this point there was no longer residual swelling, however patient reported the filler had dissolved and their face looked worse then before the injections. A few weeks later, due to the filler results dissolving, patient decided to have 4 more syringes of juvéderm® injected. This filler has had little effect as patient reports the deflation to their face is "dramatic". Patient has since started injections with sculptra filler. About two months later, the granulomas were still present, but ultimately resolved with intensive facial massage treatment. Patient reports they are still suffering from "facial image mental health trauma". This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, 1 syringe of juvéderm® vollure¿ xc in the cheeks.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.